Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient used device and stated that he is risking his life, because he was not able to breathe, and the air did not go to his brain. The patient stated he felt like he had been hit by a truck daily. The patient also alleges to have anxiety and sleepless nights. There was no report of serious patient harm or injury. No medical intervention was mentioned for the reported event. The device has not been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.